Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the previous shock impedance measurements were 142 ohms. Over the past year, the shock impedance measurements have gradually increased to 195 ohms. Boston scientific technical services (ts) reviewed the available data and confirmed there was no noise observed. All other lead measurements were stable. Ts indicated the gradual increase in shock impedance measurements was likely related to tissue to lead interface issue such as calcification. No changes were made to the system; the patient will continue to be monitored appropriately. No adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was explanted and replaced due to a high out of range shock impedance measurement, greater than 200 ohms. This rv lead was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the previous shock impedance measurements were 142 ohms. Over the past year, the shock impedance measurements have gradually increased to 195 ohms. Boston scientific technical services (ts) reviewed the available data and confirmed there was no noise observed. All other lead measurements were stable. Ts indicated the gradual increase in shock impedance measurements was likely related to tissue to lead interface issue such as calcification. No changes were made to the system, the patient will continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that the previous shock impedance measurements were 142 ohms. Over the past year, the shock impedance measurements have gradually increased to 195 ohms. Boston scientific technical services (ts) reviewed the available data and confirmed there was no noise observed. All other lead measurements were stable. Ts indicated the gradual increase in shock impedance measurements was likely related to tissue to lead interface issue such as calcification. No changes were made to the system; the patient will continue to be monitored appropriately. No adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead was explanted and replaced due to a high out of range shock impedance measurement, greater than 200 ohms. This rv lead was discarded. No additional adverse patient effects were reported.